Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap locked properly into the reservoir compartment. No pump error 43 and pump error 41 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 2 pump error 43 alarms were noted in the pump history files and traces on the event date of 11/19/2023 at 16:52:47.000, and 16:54:41.000. Pump alarmed 2 pump error 41 alarms on the event date of 11/19/2023 at 16:52:47.000, and 11/19/2023 at 16:54:41.000. Pump was cut open to perform visual inspection and found moisture damage on the motor flex cable and on pcba 1. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor flex cable. Pump error 41 was confirmed as a consequence of pump error 43. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported receiving pump errors 41 and 43. Troubleshooting was performed. Customer was able to successfully clear alarm and complete rewind. Pump successfully completed steps in displacement verification table. Customer was instructed to discontinue pump and revert to back up plan as per hcp instructions. No harm requiring medical intervention was reported. The device is returned for analysis.